Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated magnesium result generated from an alinity c processing module on (B)(6) 2023 and provided the following data for 1 patient: (reference range: 0.66 to 1.07 mmol/l) sample ID (B)(6) initial result on analyzer sn:(B)(6) was 2.89 mmol/l. Repeat result on another alinity c processing module (sn: (B)(6)) was 0.56 mmol/l. Repeat on the original analyzer sn: (B)(6) was 0.52 mmol/l the customer then performed a 10 repeat testing of the patient sample on the original analyzer sn:(B)(6) on (B)(6) 2023, which generated the following results: 0.54, 0.54, 0.55, 0.54, 0.54, 0.54, 0.55, 0.56, 0.53, 0.56 the customer reported that the discrepant result was not reported to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer observed falsely elevated magnesium result generated from an alinity c processing module on 8 july 2023 and provided the following data for 1 patient: (reference range: 0.66 to 1.07 mmol/l). Sample ID (B)(6) initial result on analyzer sn:(B)(6) was 2.89 mmol/l. Repeat result on another alinity c processing module (sn: (B)(6)) was 0.56 mmol/l. Repeat on the original analyzer sn:(B)(6) was 0.52 mmol/l. The customer then performed a 10 repeat testing of the patient sample on the original analyzer sn:(B)(6) on (B)(6) 2023, which generated the following results: 0.54, 0.54, 0.55, 0.54, 0.54, 0.54, 0.55, 0.56, 0.53, 0.56. The customer reported that the discrepant result was not reported to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot did not identify an increase in complaint activity for the complaint lot. Ticket trending review did not identify any trends. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity c magnesium reagents in the field was reviewed using data gathered from customers worldwide. The review of field data determined the median values are within the established limits for reagent lot 49641ud00. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity c magnesium reagent lot number 49641ud00 was identified.